Event description:
It was reported that: during the initial start of the case, the doctor switched to volume ventilation with the peep set for zero. The doctor reported that the device began to show elevated pressure readings. The doctor switched to pressure ventilation and noted the same occurrence. The pressure readings observed were 40 to 50 cmh2o. The doctor stated he attempted manual ventilation on the device; however, noted increased pressure. The doctor stated he ventilated the pt with an alternate device and provided the pt with alternate anesthetic, via an IV of propofal, to complete the case. No pt injury reported.